Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated potassium results generated on the architect c8000 for one sample. Results provided: potassium initial result = 6.8 mmol/l, repeat result = 3.5 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) resolved the issue by replacing the cup, ict-ref with probes, rohs, and tbg, ict valve no-waste (rohs) that was twisted near the drain tip. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the cup, ict-ref with probes, rohs, or the tbg, ict valve no-waste (rohs) did not identify any trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systematic issues or trends related to the result issue described in this complaint. A review of historical data found no non-conformances related to the current complaint. Labeling was reviewed and provides adequate information regarding the troubleshooting of erratic/discrepant results. Based on the investigation, no systemic issue or deficiency for the architect c8000 processing module for sn c803789 was identified.this follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.

Event description:
The customer observed falsely elevated potassium results generated on the architect c8000 for one sample. Results provided: potassium initial result = 6.8 mmol/l, repeat result = 3.5 mmol/l no impact to patient management was reported.